Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Upon visual inspection, the lasso was identified to have significant damage. The outer sheath at the distal end of the catheter was separated, exposing the internal wires leading to the electrodes. The exposed and severed wires were wires that connected to the electrodes. There were 7 electrodes accumulated at the distal end, and the array of all 12 electrodes was accounted for. The dilated lasso diameter met specification; however, the constricted lasso diameter did not meet specification. The curve was evaluated for deflection and did not meet the 90 degree specification. The connector appeared to be intact. The device was submitted to inline testing and failed for the following: damaged lasso, electrical failure, lasso bend reject, lasso misalignment, cut and/or abrasion, improper lasso diameter. The results of the investigation determined that the reported issue was confirmed. A review of the device history record indicates that the device is unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause is mishandling subsequent to distribution from stryker. The instructions for use (IFU) state: do not introduce the catheter¿s tip folded into the guiding sheath. Catheter is recommended for use with an 8f guiding sheath. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter. Place the catheter by rotating (or torquing) the shaft in a clockwise motion only to reduce the risk of entrapping cardiac structures in the mapping electrode portion of the catheter. When not in regions intended for mapping, manipulate the catheter with the loop in the fully expanded (i.e. 25 mm diameter) position to further decrease the risk of entrapping cardiac structures. Careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement should be done under fluoroscopic guidance through a guiding sheath. When resistance is encountered, do not use excessive force to advance or withdraw the catheter through the guiding sheath. In addition, extra care should be taken while inserting, aspirating and manipulating the guiding sheath. Electrical performance could be affected if the proximal handle, pig tail or cable connector are immersed in fluids. Do not use in the proximity of magnetic resonance imaging (MRI) equipment because the MRI equipment may induce movement of the catheter, resulting in perforation. Do not apply rf energy when the ablation catheter is in contact with one or more of the reprocessed 2515 nav variable ep catheter electrodes. Prior to mapping, the physician should ensure that the intracardiac signals are recorded by all of the electrodes on the loop of the catheter. To avoid potential damage to anatomical structures, do not attempt to pull the catheter, or withdraw it into the sheath, with the loop in a contracted position. To minimize tension applied to the nitinol structure, the loop should be fully relaxed (handle grip rotated fully to the left). A serious injury MDR is being filed due to a portion of the patient's heart getting caught on the catheter during removal.

Event description:
It was reported that the ep catheter broke and was caught inside the patient's tri-cuspid valve. The catheter was damaged when it was removed, and a piece of the patient's heart was caught on the catheter. The case was completed without any further issues, and the patient was in good condition after the procedure. The procedure time was extended, but the length of delay was not reported.